Manufacturer narrative:
A partial lead with the connector pins measuring 10.8cm was returned for analysis. External insulation abrasion was noted at 6.4-6.6cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device replacement procedure, the physician noticed the insulation on the rv lead was compromised. As a result, the lead was explanted and replaced. No patient symptoms were reported.